Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine with concentration 25 mg/ml at a dose rate of 15.364 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the pump was alarming. A pump alarm was heard / confirmed via telemetry. The alarm was regarding low battery reset. The patient was seen by the hcp on (B)(6) 2016 and estimated elective replacement indicator (eri) was 18 months. It was noted that the patient couldn't hear the alarm. The hcp ran the logs and the low battery reset occurred on (B)(6) 2016. The hcp was questioning if there was anything that he could do or if the pump was going to have to be replaced. No patient symptoms were reported. On 2016-06-29 an hcp further reported that they will replace the pump. The issue was noted as having been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.